Manufacturer narrative:
Note: this is resubmission of report #3011816315-2019-00001. The original submission was erroneously marked as a 5-day report. It should be a 30-day report, as our organization was not required to initiate action to prevent an unreasonable risk of substantial harm.

Manufacturer narrative:
Our distributor has requested the return of the malfunctioning centrifuge, but they have not yet received it back from their customer. We have examined photos of the failed unit. It appears that the hematocrit rotor broke, causing the unit to become imbalanced and to then come apart and eject pieces of plastic. In conjunction with our distributor, we will continue the investigation once the unit is returned. In the meantime, we have initiated a recall of the product containing this rotor.

Event description:
A user of the centrifuge was injured when the centrifuge malfunctioned and broke apart. Pieces of plastic struck the technician. She was treated at the emergency room and released. She required stitches in her arm and had some bruising on her chest/abdomen.